Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged touchscreen/ service codes 107 and 104) has been confirmed. Upon investigation the monitor was unable to complete incoming functional testing. The cause for the service cod 104 and abnormal shutdown was due to liquid contamination on the j101 and in the sd card. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.